Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump had stuck button alarm. Customer's blood glucose level was unknown. Customer states they are unsure if they pressed a button down for 3 minutes or longer. Customer states they were able to clear the alarm. The insulin pump will not be returned for analysis.